Manufacturer narrative:
H10: per good faith effort (gfe) response received on 04/26/2023, the customer replaced the touchscreen and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the biomedical (biomed) engineer performed touchscreen calibration, but the device failed. The customer also informed the rse that there was no evidence of impact damage and requested the part number of the touchscreen to correct the reported issue. The rse provided the part and price of the touchscreen to the customer for repair. The investigation is ongoing.